Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a revision wherein the whole system was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a revision wherein the whole system was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132(sn-(B)(4)) device evaluation indicated that the returned ipg appeared to be damaged during the explant procedure; the setscrew head was stripped and a remainder of a lead was left in port d. Due to the blocked port d, the functional tests were not performed. However, a review of the device sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg was returned because it was uncomfortable, and there was no complaint toward the functionality of the device.